Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall patient experienced ineffective therapy. Patients lead has high impedances and patient is unable to enter MRI mode. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
During a procedure, the extension was disconnected from the battery and the lead. The lead was connected to the battery and had zero impedances. Therefore, the lead is no longer reportable.

Event description:
Additional information indicates that extension was explanted to address the impedance issue.